Event description:
A female patient, age unknown, weight unknown, was operated on for a contaminated hernia repair. The product, surgimend, was used as an underlay with the wound left open and a vac applied. Several days later during the initial dressing change, the surgeon found the surgimend to be melted. The patient was left open and the vac applied again. Eventually the wound was closed with a skin graft. The surgeon concluded that the wound was probably infected/contaminated. This is the probable cause for the product failure. The manufacturing record for this product lot could not be reviewed since the information was not available from the surgeon/health care facility.